Event description:
The customer contact reported a disconnection; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the patient's wife noted blood leaking onto the pt's chest and notified the nurse. It was reported that the primary tubing set had disconnected from the extension tubing set. A blood loss of 250ml was reported. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.